Event description:
The patient had questions regarding charging her neurostimulator. It was later reported that the recharger was replaced. The patient also had surgery to fix the problem with the device system. Device registration system does not indicate any device replacement or removal. The patient was able to recharge successfully, and was no longer having problems with her device system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.